Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon, ¿all leds of the front panel are continuously blinking¿, occurred due to the broken hinge unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a broken hinge, slide detection and spring, white light lens was foggy, front panel gasket missing, a crack on the power switch and the tank socket was found rusty. Additionally, the top cover, front panel and rear panel was scratched, and corrosion was found on the top cover, the suction socket was ok and there were hit marks on the heat spacer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The device was returned to the olympus repair center for general inspection. There was no complaint alleged against the device. During evaluation, the repair center identified the front panel lights are continuously blinking, and a e300 displayed on the evis exera iii xenon light source. There was no patient involvement; the issue was identified during service.